Manufacturer narrative:
(B)(4). The device was manufactured december 5, 2014 ¿ december 8, 2014. The device was received for evaluation. Visual inspection revealed a white particle 0.20 square mm in size, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particulate matter. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.